Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's feet was no longer getting adequate coverage. The patient underwent an ipg explant procedure and was reportedly doing well postoperatively.